Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument was not moving properly. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument was placed on an in-house system and the instrument was found to move intuitively with full range of motion in all directions. Failure analysis investigation found damaged insulation of the conductor wire and material appeared to be missing, as the wires inside of the insulation were exposed. It was concluded that the insulation damage was likely due to mishandling/misuse. No other damage was found.